Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.